Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection, leading to surgical removal of the device. There were no further adverse effects reported on the patient. The device is not anticipated to be returned.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.